Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose was unknown. There was random no delivery alarms and battery life was diminished. The insulin pump had grinding and whining noise when rewinding during priming. There was indents on insulin pump and scratches on screen making it harder to saw. The customer was offered to transfer to troubleshooting but customer declined. The insulin pump will not be returned for analysis.